Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 4558m45 lead, implanted: (B)(6) 1997. (B)(4).

Event description:
It was reported that right ventricular (rv) lead exhibited risen thresholds on capture management. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.